Event description:
Clinical narrative: an impella cp was inserted via the right femoral artery to support the 56-year-old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage c shock. Other underlying medical history was not shared. The day after pump insertion there was high purge pressure/purge system blocked alarms observed. The team troubleshot by the replacement of the purge cassette and adding the lytic tissue plasminogen activator (tpa) to the purge. This is an off-label practice. The addition of the tpa resolved the purge issues. The pump continued to support and functioned as expected, p-6 with 2.9l/min flow with d5w with sodium bicarbonate in the purge solution. The pump supported for just over 3 days when the patient expired on the support. The impella is conservatively being reported for death; however, could not have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient, dependent on vasopressor support, in cardiogenic shock, complicated by stage c shock.

Manufacturer narrative:
The pump was not able to be retrieved for investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D3 has been added as this was inadvertently omitted from the initial mw submitted.thromboembolism/pdi: the cause of the injury was not determined due to insufficient clinical details.purge pressure high: the cause of the high purge pressure could not be determined as no product or logs were returned for evaluation.